Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed an infection at the battery site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given antibiotics and the device was removed. It was noted that prior to the removal of the device the patient was starting to feel effective pain relief and may be re-implanted in the future. There have been no reports of further complications regarding this event.